Event description:
Upon putting laparoscopic fundus grasper in to body; it was not working. Grasper would not open and close properly. Surgeon discontinued using. Approximately 1/2mm x 1/2mm pin was missing from the jaws of the instrument. X-ray taken and no unexpected radiopaque foreign bodies identified. Instrument was not functioning upon entering body, unknown if pin was missing from the start.